Event description:
The .018 wire becomes stuck inside the lumen about 50% of the time the line is placed.

Manufacturer narrative:
Lot history record review: the lot number was not reported. A ship history was conducted on the reported catalog number. The ship history showed the complainant had received several lots the reported catalog number. The following lots of the reported catalog number were shipped to the complainant in the last 6 months: 502157, 503267, 504167, 504257, and 504267. The possible lot history records were reviewed for any abnormalities that may have contributed to the cause of the complaint. Nothing known to have contributed to the complaint was observed. Review of returned sample: the complaint sample was not returned for evaluation. Conclusion: the complaint investigation is inconclusive, the complaint sample was not returned for evaluation. Without the actual complaint sample we are unable to conduct a thorough investigation. However, angiodynamics has been made aware of this type of complaint and has opened up a corrective action to address this issue. A review of the manufacturing records indicated that all of the device specification and quality requirements were satisfied. This type of complaint will be monitored for trends. No further action at this time.